Event description:
It was reported that this patient with a 3000tfx 23mm valve, implanted approximately 10 years and five (5) months, underwent a valve-in-valve procedure due to calcification leading to severe symptomatic aortic stenosis and regurgitation. Patient presented with chronic diastolic congestive heart failure. A tavr was performed with a 9600tfx 23mm. Post deployment tee demonstrated no evidence of significant perivalvular leak with preserved biventricular function. The patient is reported to be in stable condition post procedure. The patient was extubated and taken to ICU in stable condition without apparent complication. Patient was discharged on post-operative day five. No premature failure of surgical valve.

Manufacturer narrative:
H11: corrected data: corrected section b5, b7. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Corrected data: section b5.

Event description:
It was reported that this patient with a 23mm valve, implanted approximately for 10 years and five (5) months, underwent a valve-in-valve procedure due to calcification leading to stenosis and regurgitation. A tavr was performed with a 9600tfx 23mm. The patient is reported to be in stable condition post procedure. There was no allegation of any device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device remains implanted. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The clinical observation cannot be confirmed. Based on the limited information made available the cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm valve, implanted approximately for 10 years and five (5) months, is being evaluated for a valve-in-valve procedure due to calcification. No other details at this time.